Manufacturer narrative:
(B)(4). Concomitant medical products: shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners, pn 00875706001, ln 61361006. Dome hole plug single pack, pn 00875700001, ln 61381981. Metasul taper liner mm/40, pn 00877001440, ln 2523065. Metasul head 40, 12/14, size l /+3.5, pn 00877004003, ln 2517573. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03574, 0001822565-2019-03576. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient underwent an incision and drainage of the surgical wound. During the I&d, a liquefied hematoma was irrigated within the dermal layer with a minimal amount of tissue necrosis identified. A PICC line was placed, and the patient received IV antibiotic therapy after infectious disease consult. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a left total hip arthroplasty due to osteoarthritis. Zimmer biomet products were implanted without any complications. The patient underwent a revision procedure approximately 3 years after the initial surgery due to pain, difficulty ambulating, loosening, seudocapsure and limited adl. The patient then underwent an incision and drainage of surgical wound. Medical notes stated that the incision never stopped draining and there was lot of swelling distally at the incision. During the I & d procedure, a small superficial defect with 50-100cc blood - tinged synovial fluid was observed. There was a liquified hematoma within the dermal layer and the tissues appeared beningn. The left hip was infected with minimal amount of tissue necrosis. The tissues and hematoma were debrided and the wound was closed without complications.it was stated that a PICC line was placed for antibiotic therapy for mrsa. Also that the patient had mild hip pain, was no longer on pain meds, did not need walking aids, and had very minimal drainage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.